Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient was connected during fill two of four at the time of the reported event. The technical service representative assisted with ending the therapy. During the follow up, the patient stated that at the time of the event, they noticed that the patient line was wet and disconnected, but did not inspect the device to try and find the source of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.